Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flow meter. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated the arctic sun device was received from the floor over the weekend because it was giving an alert 41(low internal flow) and 113(reduced water temperature control). During the functional check they confirmed that the flow was staying at zero, but the inlet pressure was at -7.0 and circulation pump command was at 48 percentage showing that the issue was with the flow meter, the device will be coming in for service under warranty. Per follow up information received via phone on 04jun2024, it was reported that the issue with the device was the internal flow meter. They were sending it in for evaluation/repair. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated the arctic sun device was received from the floor over the weekend because it was giving an alert 41(low internal flow) and 113(reduced water temperature control). During the functional check they confirmed that the flow was staying at zero, but the inlet pressure was at -7.0 and circulation pump command was at 48 percentage showing that the issue was with the flow meter, the device will be coming in for service under warranty. Per follow up information received via phone on (B)(6)2024, it was reported that the issue with the device was the internal flow meter. They were sending it in for evaluation/repair. No patient involvement.